Manufacturer narrative:
Product complaint # ==> (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the surgeons opinion did the ehicon devices cause or contribute to the reported events? Is there any alleged deficiency relating to ethicon product? If yes, were the cases discussed in this article previously reported to ethicon? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a journal article (title: a comparison of three methods of wound closure) that a patient underwent a skin closure procedure for a total hip replacement procedure or total knee replacement procedure between january and july 2004 and topical skin adhesive was used. The patient may have developed wound complications including prolonged discharge and/or infection treated with antibiotics or required readmission for debridement. The patient made a full recovery. The article opines that increased tensile forces associated with total knee replacement makes topical skin adhesive inappropriate. Additional information has been requested.